Manufacturer narrative:
It was determined that the shutter remained functional without the blade, allowing a pulse to continue into the delivery system and to be emitted, without initiation by the user. As the system transitions from a standby state to a ready state prior to operating the laser, a single pulse of a laser energy is released into the blade of the shutter to reduce the amount of stored energy to a low level. This is a safety feature that guards against unintended releases of laser emissions by preventing the energy from being emitted from the unit and dissipating it safely inside the device. The beam shutter has been replaced to this unit and the broken shutter was returned to candela for evaluation. Upon evaluation of the broken shutter, it is suggested that material fatigue is the cause given the nature of the failure. The broken material is made of (B)(4)and there is a potential that stresses induced during the forming process or impurities present in the material during their manufacture may contribute to this failure. Vibrations experienced by the shutter when pulsing the laser may also contribute to the failure. To correct the material fatigue failure, formed (B)(4) components are being replaced with (B)(4) equivalent, which has a higher tensile strength than (B)(4). A software update will be implemented on these models to produce a fault condition if energy is present beyond the shutter blade, which will inhabit the laser from emitting a beam and require a service visit to correct the fault. All units currently in production will have the software update incorporated and installed systems in the field will be updated with the new software by candela field service engineers. This malfunction has been determined to not likely cause adverse health consequences due to a remote likelihood of serious injury to occur. When appropriate user instructions are followed there is negligible risk of serious injury. User error or lack of proper adherence to instructions in actual practice raises this risk index to low. Therefore, this malfunction presents a low health risk. To date, no patient or user injury has been reported in regards to this malfunction.

Event description:
A candela field service engineer visited a site in (B)(6) on a service call. It was reported by the service engineer that a pulse was released from the handpiece while in ready state. Upon further evaluation of the unit bye the service engineer, it was observed that the beam shutter had broken off and a pulse was unintentionally emitted. No patient or user injuries were reported due to this event.